Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.